Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a hardware failure alarm, no battery power, and damaged case. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the right plunger case had a hole in it, and a non-OEM battery. ¿pump motor drive off post¿, ¿battery not working¿, and ¿battery communication timeout¿ alarms were found in the event history log. Functional testing was able to verify and duplicate the reported problems. It was determined that the non-OEM battery at three percent was the root cause for the battery issue. It was determined that the case damage was due to being dropped or mishandled. The plunger case and non-OEM battery were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.